Event description:
It was reported that prior to a procedure involving the evfxplus-26 valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Subsequently, at 80% deployment, it was observed that the valve frame was severely under-expanded. The valve could not be safely deployed, and as a result, it was recaptured and removed from the body.  A second bav was performed due to calcification, and a new valve was implanted in the patient. Patient anatomy and calcification were identified as contributing factors to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012426256); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.